Event description:
It was reported the pt's (poland) lead is exhibiting invalid impedance measurements. An x-ray was taken for further interrogation and a fracture is suspected. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.